Event description:
A nurse reported the vfc (viscous fluid control) was working intermittently during a vitreoretinal procedure. The vfc would show a green right then go out completely. The surgeon had to manually remove the silicone oil to complete the procedure, resulting in a seven to eight minute delay. There was no harm to the pt.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).